Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device (dwe050) is commercially available and cleared under 510k # k131231. The reported event could not be confirmed, since the device was not returned for evaluation, and no other additional information was received from the national joint registry. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Please note, that reports received from the national joint registry are not published reports and therefore web link is not available.

Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes of the shoulder joint replacement. The report details analysis provided for revision procedures performed until may. 2024. During the review of the report, it was identified that on (B)(6) 2023 a patient required revision surgery due to infection which was not previously reported to the manufacturer.

Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes of the shoulder joint replacement. The report details analysis provided for revision procedures performed until (B)(6) 2024. During the review of the report, it was identified that on (B)(6) 2023 a patient required revision surgery due to infection which was not previously reported to the manufacturer.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not necessary because the implant affected by this complaint has been implanted in 2014. As a result, this implant is expired and can no longer be put on the market or implanted. The complaint history review found no other complaint recorded for this lot number. Moreover, the post market surveillance reviews have not identified any signals for similar issues that would have challenged the efficacy and safety of this product. Considering the low probability of device-related infections occurring at this stage, coupled with the understanding of the typical timeline and nature of late-onset infections associated with implant materials, it has been determined that completing the infection checklist for implants within this timeframe is unnecessary a review of the labeling did not indicate any abnormalities. The nature of the complaint doesn't necessitate a drawing review. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.